Event description:
This is a spontaneous case report received from a physician gynecologist surgeon in (B)(6) on 22-sep-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in 2008. The patient saw the reporting physician on (B)(6) 2016 and reported that a few time after the placement of essure, she experienced bilateral pelvic pain. In the course of time, she experienced muscular pain and chronic fatigue. After some investigations, she saw an allergologist who confirmed allergy to nickel and has requested to remove essure. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted 8 years later, it was confirmed that she had allergy to nickel. The allergologist requested to remove essure and she had an appointment with a gynecologist surgeon. Allergy to metals is listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy, a causal relationship between the allergy to nickel and essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow up information was received on 08-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 22-nov-2016: health authority number ((B)(4)) received. The reporter did not response to final follow-up attempt. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-nov-2016 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted 8 years later, it was confirmed that she had allergy to nickel. The allergologist requested to remove essure and she had an appointment with a gynecologist surgeon. Allergy to metals is listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy, a causal relationship between the allergy to nickel and essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. No further information could be obtained.